Manufacturer narrative:
Arjo was notified of an event regarding concerto device. It was indicated that the side support opened during a patient's bathing. The patient started to fall but was caught by the caregiver. The patient could therefore stand on the floor without any injuries and hurts. The concerto device is equipped with two side supports located on each side. To release it from the up position the two black catches need to be pressed at the same time. When raising the side support, the two catches shall be snapped into place. During the evaluation of the device, it was not possible to recreate the alleged scenario. The side support locking mechanism locked and unlocked correctly. No other issue was detected that could contribute to the incident. Based on the post-market surveillance data review and the results of the investigation, it appears that the side support could not be locked and might not be checked for locking during use. However, the customer states that the side supports were locked and checked for locking and cannot explain why the catches opened. Therefore, the hypothesis that the side support was not locked properly was not confirmed. The instruction for use (IFU; 04.ba.05_19) states: -"warning: to avoid resident falling out of the device, make sure that all side supports are in a locked position." -"when raising the side support, make sure the two catches snap into place". In conclusion, the device was used for patient handling at the time of event, and in that way contributed to the event. No device malfunction was detected upon the evaluation conducted after the event; therefore, the device met all manufacturer¿s technical specifications. However, as per the customer¿s allegation the side support unlocked, so the device did not perform as intended. The complaint decided to be reportable due to the patient's fall.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Event description:
Arjo was notified of an event regarding concerto device. It was indicated that the the side support opened during a patient's bathing. The patient started to fall but was caught by the caregiver. The patient could therefore stand on the floor without any injuries and hurts. The device was inspected by an arjo representative. It was not possible to recreate the event and no malfunction of the device was found. Locking mechanisms of the side supports (black catches) lock and unlock correctly.